Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was dropped due to belt clip and had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. No other errors were reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads. The p-cap locks properly into place.